Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition of approximately two seconds. The patient was referred to their physician for lead testing. The patient returned to their physician's office, and isometrics were performed which reproduced the noise. The patient was scheduled for a lead revision. No adverse patient effects were reported. The lead remains in service.